Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch ehb977. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent surgical removal of prosthesis from vertebra on (B)(6) 2013 and topical skin adhesive was used on the skin around the spine. The patient was discharged from the hospital, but returned on (B)(6) 2013 due to complaints of red flare and itching in the area that the topical skin adhesive and isodine were applied. The patient reported that the symptoms started on (B)(6) 2013 and that the symptoms were more severe in the area with the topical skin adhesive. The dermatologist diagnosed the patient with contact dermatitis due to topical skin adhesive, and prescribed antebate. The patient has returned to the hospital regularly to monitor the symptoms. The antebate therapy was completed on (B)(6) 2013.